Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 352 mg/dl. The customer reported spending the day trying to connect the contour next link and insulin pump and needing help. The customer had blood glucose level ranges from 251 mg/d to 335 mg/dl. The customer¿s current blood glucose level was 304 mg/dl. The customer did troubleshooting the issues. The customer states being hospitalized for three days. The insulin pump will not be returned for analysis.